Event description:
On (B)(6) 2012, the pt reported that on (B)(6) 2012, her blood glucose had been elevated to 300 mg/dl and she had ketone: ++. Correction with the infusion device was not successful. The pt changed the infusion set and correction with the infusion device was successful. The pt's blood glucose level returned to normal. On (B)(6) 2012 the pt saw her diabetes counselor. The diabetes counselor no longer trusts the pt's infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.